Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge angiocath unit from lot 9157763 for evaluation. A review of the device history record was performed for the reported lot, and no quality issues were found during production. Our quality engineer tested the returned unit's luer to check the diameter of the conicity and the unit was found to be within product specifications. No other defects were found during visual inspection and testing. Based off the visual inspection and testing the engineer could not verify the reported defect. Since no defects were found during testing the engineer could not determine a definitive root cause for this incident. H3 other text : see h.10.

Event description:
It was reported that the catheter was not able to connect to mating component with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: nurses reported the same complaint with angiocath 24 (lot: 9157763). The material does not connect to the polifix.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter was not able to connect to mating component with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: nurses reported the same complaint with angiocath 24 (lot: 9157763). The material does not connect to the polifix.